Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: dil cath: 2.0x10 ryugen, 3.0x12 trek nc guide wire: balance middleweight. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending coronary artery. The lesion was pre-dilated and a 3.0x38mm xience prime stent was implanted. The stent was post-dilated with a 3.0x12 mm nc trek balloon dilatation catheter (bdc). After post-dilatation a proximal edge dissection was noted. The dissection was attributed to the lesion and the vessel specification. A 3.0x28mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.